Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - use after damage.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery. During preparation of the 5x40mm armada 35 balloon dilatation catheter (bdc) balloon the hub was noted to be leaking where the inflation device connects. Although the leak was noted the bdc was still used in the procedure and during use the balloon would not deflate completely. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.